Event description:
Right total knee replacement performed in 1995. Due to aseptic loosening, revision performed 2000. Articular surface wear on patela and debonding of tibial tray from cement mantle were found during revision.